Event description:
It was reported that the patient's left knee was revised due to instability. The insert and femoral component were revised. Rep specifically confirmed with the surgeon that no implants were alleged to be loose or broken. Rep also confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.